Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -9.0/2.0/84 (sphere/cylinder/axis) was implanted into the patient's right eye (od). It is reported that the lens had a tear/break during injection/delivery into the eye on (B)(6) 2022. On (B)(6) 2022 the lens was implanted; removed and replaced intra-operatively for a same model; size and power lens. The replacement lens resolved the problem.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).